Event description:
It was reported that the patient presented in clinic post implant check. Upon interrogation, the left ventricle lead exhibited high capture threshold and diaphragmatic stimulation. The patient reported less shortness of breath since the implant procedure. However, the diaphragmatic stimulation caused discomfort in the abdominal area. Programming changes were made to resolve the issue. There were no patient consequences reported.

Event description:
It was reported that the patient presented in clinic post implant check. Upon interrogation, the left ventricle lead exhibited high capture threshold and diaphragmatic stimulation. The diaphragmatic stimulation caused discomfort in the abdominal area. Programming changes were made to resolve the issue. There was no patient consequences reported.